Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a patient procedure with anesthesia, the customer reported no fluoro was available although the acquisition large focus was working. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the "small focus" of the x-ray tube failed. If a focus fails on systems of this older version, x-ray release is no longer possible. If a focus fails on newer system versions, there is an automatic switch over to the next larger focus. In that case, release of x-ray is possible. The change over to the newer version tubes began in 2003. The defective x-ray tube has been exchanged and the system has been returned to clinical operation.